Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the head from the guide needle was separated and stuck in the patient's body. The patient was able to remove the needle. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.